Event description:
A physician reported that during an intraocular lens (iol) implant surgery, trailing haptic was torn in the tip as it was stretched during the insertion. During the procedure incision size was 2.75 and during removal incision size was 3.00 (mm). Procedure was completed with another same model iol. Additional information received and stated that with the lens in the patient's eye, the haptic loop did not come out of the cartridge and was damaged when pulled out. After explaining to the patient, the iol was cut off and removed and replaced with a new iol.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The complainant indicates the use of opegan-hi as a viscoelastic, which is not qualified for use with associated handpiece. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The complainant indicates the use of a viscoelastic, which is not qualified for use with associated handpiece. The reported complaint was not observed as no sample was returned for analysis. However, based on the information provided by the customer, the most likely root cause is failure to follow dfu, as the surgeon states the use of non-qualified combination. The use of non-qualified combinations may result in delivery issues and/or damage. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).